Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap but with one needle. No defect observed."

Event description:
Healthcare professional reported that during injection with one syringe of juvederm® ultra xc ¿when attempting very 1st injection, noted undue pressure necessary to start flow of product¿ and "the needle popped off and product splashed out.¿ further information from the injector notes the "needle blew off luer lock and impaled pt in the upper nasolabial area" and all of the syringe contents emptied on the patient's face. Patient contact happened but no injury occurred.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with one syringe of juvederm® ultra xc ¿when attempting very 1st injection, noted undue pressure necessary to start flow of product¿ and "the needle popped off and product splashed out.¿ further information from the injector notes the "needle blew off luer lock and impaled pt in the upper nasolabial area" and all of the syringe contents emptied on the patient's face. Patient contact happened but no injury occurred.